Event description:
Caldera was notified that trihealth (bethesda north hospital) reported an issue with a desara blue ss sling, lot r06068. Additional information received on (B)(6) 2026 indicated that, when the surgeon was putting the trocar into the loop, the loop stitching broke. No patient injury, procedure impact, device return status, serial number, UDI, implant information, treatment, or patient outcome was provided at the time of this report. The facility requested a replacement product. Additional information is being requested.